Event description:
It was reported that the health care professional (hcp) called technical services (ts) for review of this single chamber implantable cardioverter defibrillator (ICD) stored non-sustained ventricular tachycardia (nsvt) episodes. Upon review, ts observed oversensed noise on the right ventricular (rv) lead channel. Ts also noted there to be pacing inhibition, however, was unable to determine if there is intrinsic conduction underneath the noise. Ts discussed possible causes with the hcp and recommended for the patient to be scheduled for an in-office visit to further evaluate the ICD. At this time, the ICD remains in service. No adverse patient effects were reported.